Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported being in and out of the hospital due to high blood glucose. The blood glucose reading was 454mg/dl, but it dropped to about 20mg/dl while in the hospital. The customer was having chest pain and fractured ankle. The customer was told at the hospital that the insulin pump was malfunctioning, but the device was not removed from her body. The customer believes her blood glucose was high due to the fractured ankle not due to the insulin pump. The caller stated that she was in the hospital for twelve to sixteen hours and was found pretty much comatose, drenched in urine and sweat. The customer called back and stated that her insulin pump is lost and the hospital doesn't know where the insulin pump is. No further information was provided.